Event description:
The company was informed that the recipient was scheduled for explant due to an infection. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.

Manufacturer narrative:
Corrections: sections b.1, b2. & h.1, e.1, e.2, e.3, b.5, a.1, a.2, a.3. Advanced bionics no longer considers this event reportable. This reported adverse event has been identified as a duplicate. Please refer to MDR # 3006556115-2022-00374 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.